Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing post implant. Subsequently an x-ray was performed and lead dislodgement was discovered. The patient underwent a revision procedure and the lead was repositioned. No further complications were reported.